Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check and set-up, the cs300 intra-aortic balloon pump (iabp) unit has a helium leak where the bottle connects to the unit, despite roper connection the leak persists at 1 psi per minute and varies as the helium bottle is touched.

Event description:
It was reported that during pre-use check and set-up, the cs300 intra-aortic balloon pump (iabp) unit has a helium leak where the bottle connects to the unit, despite roper connection the leak persists at 1 psi per minute and varies as the helium bottle is touched. There was no patient involvement.

Manufacturer narrative:
The failure analysis and testing dept. Received part - helium regulator assembly with a reported unit failure of helium leak. The failure analysis and testing dept. Performed a visual inspection and observed that the port that tubing connects to is damaged (bent). Due to the port being damaged, the fat dept. Cannot investigate this complaint any further. Retaining the helium regulator assembly in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit was leaking 1 psi per minute. It was revealed that the unit was leaking at the helium regulator assembly. The fse replaced the helium regulator assembly (0119-00-0208). The fse completed preventive maintenance (pm) including all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for clinical use.